Event description:
It was reported to conmed that, "tip broke off, was not retrieved. Doctor felt it would be detrimental to the patient to retrieve during the surgery. Doctor will not remove unless patient develops issues." The surgical team attempted to locate the trocar tip fragment that broke off but were unsuccessful. The device fragment remains in the patient's peritoneal cavity. At present no injury has been reported, and, the incident did not require patient admission or prolonged hospital stay. Conmed received a medwatch from the end-user facility, on (B)(6) 2013, which described the incident as follows: "the trocar was being used during a laparoscopic cholecystectomy during the procedure one of the tips broke off. The tip became embedded in the fascia. There was an unsuccessful attempt to remove the tip. The remaining portion of the device was saved and will be returned to the manufacturer. Or time was extended while trying to retrieve the tip, but was unsuccessful. The tip is retained in the patient. This facility has seen at least one similar event with this type of device per month over approximately months. Staff/surgeons do not know why this is happening. The surgeons/staff using the equipment are experienced with using it. No excessive force was used on the device." It was also reported there was no injury to the patient.

Manufacturer narrative:
The actual device involved in the reported incident was returned to conmed corporation for evaluation on (B)(6) 2013; however, the evaluation has not yet commenced to date. When the investigation is completed a supplemental report will be filed.